Manufacturer narrative:
We have received the complaint device for evaluation. When we attempted to inflate the internal carotid balloon with saline, we observed a leak at the proximal end of the safety balloon. We observed a cut on this end of the balloon that resulted in this device failure. Based on our device evaluation, it is likely that this device was improperly handled by the user at the hospital. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Device was not used in the patient. Procedure was completed using another f3 shunt that they had in stock.

Event description:
During pre-use check, when surgeon attempted to inflate the internal carotid balloon with saline, he observed a leakage at the safety balloon. Device was not used for the procedure.